Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. The service engineer found that the compressor's inner tubing was broken, a hole in the tubing caused the leakage. No part will be returned for investigation. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion is that the compressor tubing had a hole which caused leakage and low compressor pressure. What caused the hole could not be determined. Note. Compressor tubing is replaced when performing 10000 hour maintenance.

Event description:
Manufacturer ref.#: (B)(4).